Event description:
It was reported that during an angioplasty procedure, stent displacement occurred. The area of treatment was the "strongly stenosed" left renal vein with a vessel diameter of 16 mm and a focal compression no more than 1 cm. The wallstent endoprosthesis was deployed successfully in the left renal vein. Following removal of the delivery system, follow-up angiography showed the wallstent endoprosthesis to be displaced towards the vena cava with the proximal end against the contralateral wall of the left renal. When the physician took measurements of the 18 mm stent, he noted a discrepancy with the proximal diameter of the wallstent endoprosthesis which appeared to be a 23.06 mm. The physician attributed the stent movement to "strong stenosis at distal end and vascular compression at lesion site". The physician decided to leave the stent in place as it was "beneficial to the patient". No patient complication were reported an patient status was reported as "stable".

Manufacturer narrative:
The complainant indicated that the delivery device will not be returned for evaluation and the stent remains implanted; therefore, a failure analysis of the complaint device could not be completed. A review of the bath history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.